Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of under infusion (gemzar) was not determined because no products or device logs were returned.

Event description:
It was reported that a gemzar infusion was programmed to infuse 30.6ml in sixty (60) minutes at 1030am. When the infusion ended, the clinician stated she added 40-50ml to empty the IV gemzar bag. There were two texiums on the distal end of the line ¿ one pharmacy applied to the IV set and the second texium the nurse applies to the end of the patient¿s implanted port. The IV set was properly loaded. The IV bag was bd brand. There was a spike adaptor attached to the IV bag. The drip chamber was not collapsed. The tubing was discarded. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a gemzar infusion was programmed to infuse 30.6ml in sixty (60) minutes at 1030am. When the infusion ended, the clinician stated she added 40-50ml to empty the IV gemzar bag. There were two texiums on the distal end of the line ¿ one pharmacy applied to the IV set and the second texium the nurse applies to the end of the patient¿s implanted port. The IV set was properly loaded. The IV bag was bd brand. There was a spike adaptor attached to the IV bag. The drip chamber was not collapsed. The tubing was discarded. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.